Event description:
On january 30, 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that the lancets do not fully penetrate when using her onetouch delica lancing device. The complaint was classified based on information obtained from the customer service representative (csr) documentation the patient reported that the alleged issue with the subject lancing device began at an unknown time on (B)(6) 2020. The patient manages her diabetes with oral medication (metformin, 500 mg daily) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that at around 10 45 a.m., on the morning on (B)(6) 2020, she developed symptoms of ¿sweating and a headache¿. It is not known if the patient received treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the patient had begun using the subject device that day. The csr confirmed that the patient was using the correct lancets, noted that the lancet gauge was 33g and confirmed that there was no misuse of the device. The csr also reviewed the patient¿s sample collection technique; however, noted that the alleged issue remained unresolved. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue with the subject device began.